Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor paired with the dexcom app but did not pair with the ilet, and support guided the user to toggle the ilet cgm setting from g6 to g7 and reenter the four-digit pairing code, followed by education that pairing may take 15¿30 minutes. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no change in clinical status and no need for medical care. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that guidance to confirm correct cgm generation selection and to reenter the pairing code was provided, and no device malfunction was confirmed during the interaction. It was concluded that the event was related to pairing configuration and user setup, with resolution expected following the instructed steps.